Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer was able to duplicate the issue and found there was contamination. He cleaned the sipper and tubings. The customer ran successful calibrations and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. One example was an initial potassium result of 8.4 mmol/l and a repeat result of 4.4 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.